Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained relevant events on (B)(6) 2025. The file captured multiple low flow alarms throughout the file, as well as a continuous decrease in flow in the last 25 minutes of the file associated with a sustained low flow alarm. The end of the file also captured no external power alarms due to a double power cable disconnect, followed by the disconnection of the driveline resulting in a pump stop as well as the controller being shut down. These events appear consistent with the patient's expiration and discontinuation of support. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed while the driveline was connected. The patient's outcome was not considered to be device or therapy related as the patient's outcome was cardiac arrest with asystole. No autopsy was performed, and the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away after being found down in asystole with low flow alarms at home by a friend. The cause was unknown, but on interrogation the patient had multiple low flow alarms. Log files captured multiple low flow events on (B)(6) 2025, starting at 7:38:32. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events. The log files captured persistent low flow events throughout the log files with the estimated flow hovering around the .2 to 4.2 lpm range. On (B)(6) 2025 at 8:49:19, the driveline was disconnected. It was confirmed the patient passed away due to cardiac arrest. It was said that the patient's outcome was not device or therapy related. An autopsy would not be performed. The device would not be explanted.